Event description:
Twelve days after the implantation, an increasing threshold was observed via homemonitoring. Furthermore the homemonitoring sends an iegm showing loss of capture. The patient had a follow-up in the clinic where the loss of capture was reported and the lead was successfully repositioned.

Manufacturer narrative:
The lead and the pacemaker were not returned for analysis. The analysis is therefore based on the received device data, as well as the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing process for the lead and the pacemaker was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. The available device data were analyzed thoroughly. The piegm from (B)(6) 2021 documented capture loss, confirming the clinical observation. At this time, the stimulation amplitude was already set to 4.2v by the capture control algorithm. Please note, if the last measured threshold is greater than 50 percent of the threshold test start value, which was the case here, the device will add 1.2v safety margin to the threshold start value to ensure adequate safety margin for pacing. During follow-up on (B)(6) 2021 a manually performed threshold test revealed a threshold of 4.6v. It was reported that subsequently a lead reposition was performed. However, since (B)(6) 2021 the stimulation amplitude was again at 4.2v. The capture control algorithm was not deactivated at any time. Please note that the home monitoring warning refers to the measured threshold. In this case the threshold limit for a home monitoring alert was set to greater than 3.0v. As this threshold was not reached, no alert was triggered in home monitoring. Should additional relevant information or the device itself become available, the investigation will be updated.